Event description:
The account stated that upon review of commander fpc records observed, barcode misreads with commander fpc, when pipetting hiv-1/2 eia, htlv-I/ii eia and hcv 2.0 eia assays. There were a total of 5 barcode misreads. This report is for barcode misread #5, where in 2007. The same barcode ID was also processed on the prism analyzer with correct barcode identification. No specific patient information is available. The account recognized the incorrect barcode ID prior to results being reported. No incorrect results were reported outside of the laboratory. No impact to patient management was reported. Service was requested for the commander fpc.

Manufacturer narrative:
Method/results: evaluation of service text from complaint. The field service engineer performed a proactive replacement of the functional barcode reader as a precaution. A review was performed of the complaint text and service history for the commander fpc. The customer is not able to determine if the misreads were caused by the reader itself or the barcoded label on the tubes, as the tubes are no longer available. Field service replaced the barcode reader as a precaution, as the existing barcode reader was operating as designed. The abbott commander flexible pipetting center operations manual, list number 6a97-27, section 10, troubleshooting and diagnostics, troubleshooting, a bar code has been misread section: contains information about troubleshooting a misread bar code. This is a final report.